Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys anti-hcv ii assay at a "transferred" hospital. The patient was initially tested at the customer's site using abbott and siemens, both resulting in anti-hcv values of 0.1 coi (negative). The patient was transferred to a different hospital, and the sample was tested using the elecsys anti-hcv ii assay on an unknown analyzer, resulting in a value of 9.61coi (positive). The patient was then returned to the customer's site, where the following tests took place: the original sample was repeated, and the repeat result was negative. A new sample was drawn and tested, and the result was negative. Hcv-rna (nucleic acid test) was performed, and the result was not detected (negative).

Manufacturer narrative:
The anti-hcv ii reagent expiration date was not provided. Per the labeled specificity and sensitivity claim of the assay: "false positive results due to non-specific reactivity cannot be ruled out with the elecsys anti-hcv ii assay." The product labeling states: "in rare cases, interference due to extremely high titers of antibodies to streptavidin or ruthenium can occur. These effects are minimized by suitable test design. Results obtained with the elecsys anti-hcv ii assay may not be used interchangeably with values obtained with different manufacturers¿ assay methods. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The product labeling also states: "elecsys ahcv ii results = 1.0 coi: result: reactive interpretation of results: antibodies to hcv detected. Retest procedure: presumptive hcv infection, follow cdc recommendations for supplemental testing." The investigation did not identify a product problem. The elecsys ahcv ii assay performs within specifications.